Event description:
The customer reported that the transportation of system, discovered that transverse movement (cross arm) brake is not holding.

Manufacturer narrative:
The ge service rep verified that the brake has a mechanical failure and the cross arm was getting "locked" in one position due to pieces from original cross arm brake got lodged into bearings inhibiting cross arm movement. He replaced the assembly with upgraded cross arm brake assembly and removed the mechanical debris from the bearings. He tested the brake function and cross arm movement, all checks o.k. The system operates as manufacture intended.